Event description:
In (B)(6), approximately 30 cc .5% marcaine with epinephrine using paincare pump injected through catheter into subacromial space on left shoulder following slap lesion repair and arthroscopic thermal capsular shift. In (B)(6), MRI on left shoulder displayed shows complete loss of cartilage with bone on bone opposition on both the coronal and axillary lateral projections. X-ray in (B)(6) shows advanced arthrosis of the glenohumeral joint and complete loss of joint space. In (B)(6) left shoulder: total joint replacement. Dates of use: (B) (6) 2003 -- (B) (6) 2003. Diagnosis or reason for use: post surgical pain.